Manufacturer narrative:
There were four occurrences of this complaint from this customer. Please reference the following MDR for info concerning the additional occurrences: 2245270-2014-00062; 00064; 00065. The complaint and returned samples were submitted to vygon (B)(4), the MFR, for evaluation and investigation. After conducting a thorough investigation into this claim vygon cannot confirm a quality problem with this product. Examination of the first defective device showed the catheter was cut at 2cm distal to its fixation wing. The second defective device was cut at 1cm to its fixation wing. Radial curved striations were visible on both samples. This defect is consistent with inadvertent cutting of catheters during dressing change. No corrective action will be implemented at this time, but this incident will be placed in our complaint system. We will continue to monitor for this type of problem.

Event description:
Catheter was in use for several days before leakage was observed. The leak was found after a 96 hour dressing change below the wings. The dressing change consists of saline site prep and tegaderm dressing change. This occurred four times with this catheter at this facility. The customer saved two samples, and submitted them to vygon. No pt injury was reported as a result of the leaking.